Manufacturer narrative:
(B)(4).

Event description:
It was reported the ipg is unable to communicate with the charging system. The sjm representative confirmed the issue. A replacement charging system was sent to the patient which did not resolve the issue. In addition adhesive pads were sent to the patient and did not resolve the issue and the patient declined further troubleshooting. Follow up information identified the surgical intervention may be pending to address this issue.